Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss of therapy. Diagnostics revealed high impedances. To address the issue, the physician explanted and replaced the patient¿s lead with a new model, which resolved the issue.

Manufacturer narrative:
As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.